Event description:
A pt reported blood glucose results of 505 mg/dl, 279 mg/dl, and 389 mg/dl" with a lifescan meter, performed within 15 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to troubleshoot. Based on the info provided, there is evidence of a meter malfunction, however there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.